Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy (rotator cuff repair surgery) the following devices presented malfunctions: the dyonics 25 presented multiple issues, the cassettes were not being recognized by the console and it was not maintaining pressure and had weak suction, one tube set were burnt, and a werewolf wand was burnt, which means that were unable to be used due to faults in the console. The procedure was completed using a competitors device (stryker) with a 31- minute surgical delay. No further complications were reported.